Event description:
It was reported to philips that the system gave flat detector errors, preventing imaging.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnostic procedure was completed in another room. It was reported to philips that the system gave flat detector errors, preventing imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was unable to produce images. On further troubleshooting, the rse found that the 24 v power supply and the corresponding 24 v led were on, along with the l1 indicator; voltage measured at the fd was 23 vdc, which indicated that the detector was faulty. The philips field service engineer (fse) checked the system onsite and found that the detector was defective. To resolve the issue, the fse replaced the detector. The defective part was sent for analysis, for detector, malfunction was observed and the failure was found to be detachment of scintillator. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.